Event description:
New device, balloon did not inflate. Manufacturer response for vcare plus medium, vcare plus medium (per site reporter) providing replacement products. We request a rep come or resolution with product manufacturing.